Event description:
A complaint of impaired vision as a result of corneal ulcer associated with contact lens wear was received. The consumer experienced discomfort in her right eye on an unknown date in (B)(6) 2014. She received new contact lenses and the discomfort worsened. She began to experience severe eye pain, irritation, and swelling. She returned to the optician and received another pair of lenses and cleaning solution. After a week's worth of contact wear of the new lens, the consumer sought medical attention at a first aid provider on (B)(6) 2014, as her symptoms had not resolved. She was hospitalized on (B)(4)2014, and found to have corneal edema, conjunctival hemorrhage, and a corneal ulcer. Treatment administered is unknown. The consumer was discharged from the hospital on (B)(6) 2014, and was scheduled to undergo a corneal transplant in (B)(6)2014. It is unknown what degree of vision impairment the consumer has experienced. No additional information has been received.

Manufacturer narrative:
The product associated with this complaint is unknown. A lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).